Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set would not retract after use, and "at the moment of throwing it in the container", the patient pricked their "finger of the left hand through the protection glove". It was reported that "hand washing, fast disinfection by soaking" and "blood test" were performed.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set would not retract after use, and "at the moment of throwing it in the container", the patient pricked their "finger of the left hand through the protection glove". It was reported that "hand washing, fast disinfection by soaking" and "blood test" were performed.